Event description:
It was reported that patient experienced a skin reaction on the left eye following a treatment using tempsure and icon max g handpiece.

Manufacturer narrative:
Cynosure clinical reviewed the event and determined it was inconclusive. Provider shared that they did not use corneal shields and treatments were performed over orbital bones. Three days (3) post treatment, patient reported experiencing erythema to the site and relayed that she followed up with a optometrist medical director who recommended a steroid crème as preventative medication. Seven (7) days post treatment, patient went to urgent care and received intravenous antibiotics for infection. During a follow up appointment, it was confirmed patient fully recovered. Cynosure field service engineer (fse) arrived on site and performed device evaluation to both devices. The device history record of both devices confirm products passed and met all requirements before releasing. Cynosure clinical thoroughly discussed protocol with site since treatment performed was off label. Root cause as to why the patient sustained an infection is unknown since symptoms appeared multiple days post treatment. Due to patient receiving medical intervention, this event is reportable. Since there is no definitive link to which device caused the event, both devices will be reported. Icon is linked to MDR 1222993-2025-00022 while tempsure is linked to this MDR.